Event description:
The customer reported an error b30 during preparation for use and before the patient was in the room involving an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.